Event description:
It has been reported to philips that system took a long time to come all the way up. The system was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in diagnostic procedure, when the issue occurred. The procedure got delayed for more than 20 minutes. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was taking too long to boot up. Analysis of the system log file does not contain error related to slow system bootup. During troubleshooting, the rse found that there was a mismatch in the tilt (ad 7). The rse recommended the customer to recalibrate the tilt position. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.